Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that ¿the device screen was back on the bottom part.¿ the unit was triaged and the customer¿s reported condition was confirmed. The mainboard was found to be faulty. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that there was an issue with the enteral feeding pump. The bottom portion of the screen was blank and illegible.